Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the vns patient had his lead and generator explanted due to infection at the generator site. Cultures had been taken on (B)(6) 2011 that indicated (B)(6). No trauma or manipulation was reported. The surgeon's office stated that the wound had dehisced and the generator could be seen inside the wound. No medication changes were made precluding the wound dehiscence. The patient is currently reported as healing well. Review of the device history record confirmed sterility of the lead and generator prior to being shipped from the manufacturer.